Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 10 atms. The number of inflations and to what atms is unk. It is noted the rupture occurred in the region that crossed between a strut of a stent. The lesion being treated was a calcified, 90% stenotic lesion in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.